Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen which making it harder to see the screen and insulin pump was stopped working. The customer¿s blood glucose was unknown. The customer also reported that the insulin pump had to rewind to get it start again. Customer stated that the insulin pump had random no delivery alarms. The insulin pump will not be returned for analysis.